Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas became nonfunctional when the device would beep and vibrate on the charger but the screen would not power on, consistent with a sleep/wake button or display/power failure, and the patient transitioned to multiple daily injections; the user also reported depleted consumables and requested an additional charger. Symptoms included no adverse clinical effects and no impact on blood glucose control. Outcomes included a device replacement with instructions to return the inoperative unit, shut down the device before return, and resume cgm use via the dexcom app or receiver as needed. Investigation included remote troubleshooting and logistical review for replacement and return. Investigation revealed a device power/display interface malfunction consistent with an unresponsive sleep/wake control, with no alarms reported and no data transfer possible to the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the user interface/power control.